Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: when cleaning your pump, use a damp lint-free cloth. Do not use household or industrial cleaners, solvents, bleach, scouring pads, chemicals, or sharp instruments. Never submerge the pump in water or use any other liquid to clean it. Do not place the pump in the dishwasher or use hot water to clean it. If needed, use only a very mild detergent, such as a bit of liquid soap with warm water. When drying your pump, use a soft towel; never place your pump in a microwave oven or baking oven to dry it.

Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was not cleaning the pump vents. Tandem clinical support informed customer that not cleaning the pump vents is off label per the tandem user guide. Ultimately, the customer cleaned the pump vents and successfully resumed insulin therapy. Customer's blood glucose level was 118 mg/dl.